Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If info is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented from their home with (B)(6) driveline infection, intravenous (IV) ant ibiotics started and bacteremia cleared. Patient was discharged with community based parenteral anti-infective therapy, followed by chronic suppressive oral antibiotics. It was stated that driveline insertion site appeared to have undergone recent trauma/pull. Nofurther patient complications have been reported as a result of this event.